Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient has peritonitis. Attempts to obtain additional information were unsuccessful.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient has peritonitis. Additional details were obtained through the follow-up with the pdrn. The patient was seen in the pd clinic due to abdominal pain and cloudy pd effluent. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient¿s culture was positive for gram positive cocci (no organism or species provided). The patient was prescribed antibiotics with intraperitoneal (ip) vancomycin every 3rd day to dwell for 4-6 hours (end date not provided). The patient was not hospitalized. The cause of the peritonitis event was lack of aseptic technique as acknowledged by the patient. The patient is continuing pd therapy utilizing the liberty select cycler during recovery.

Manufacturer narrative:
Additional information: b3, b5, b6, d10. Upon further review, it was determined that the event reported on MFR# 8030665-2025-00472 was not a reportable event related to fresenius products. The reported peritonitis was caused by user error as the patient reported that they lacked aseptic technique when handling supplies. There is no allegation against the cycler related to this event. There will be no further updates on MFR# 8030665-2025-00472.